Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support and it was discovered the bag/vent microswitch was broken off. Technical support recommended the replacement of the complete bag/vent switch assembly.

Event description:
The hospital reported a failure of the bag/vent switch to operate as expected. There is no report of patient involvement.